Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior shaft is broken at the base of the jaw. The broken off portion of the jaw is missing and not returned for analysis. Optical examination identified a quasi-brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the tip of the pituitary is broken. No patient complications were reported.